Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the vio iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the vio integrated electro surgical generator unit (iesu). Exhibited a persistent issue during the procedure. The vio iesu was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, there was c-34 error when using monopolar. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs on artemis and asked to restart the erbe generator and change the cables, but the error persisted. The procedure was completing as planned with no reported injury. Isi followed up with the distributor and obtained the following additional information: the procedure was completed using only classic coag mode. Error was reproducible only with forced and swift coag mode.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint ¿error c-34¿ issue. Upon visual inspection, the returned unit was found to be in good condition. The unit was placed on an in-house system and error c-34 displayed during power up. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint regarding a c-34 error was confirmed based on the field evaluation and failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.